Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture. The lv lead was reprogrammed and remains in use. The right ventricular (rv) lead exhibited oversensing in stored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.